Event description:
It was reported that during a lap bowel procedure, the device locked on tissue and would not open. The surgeon transected below with another stapler to remove the device. Once removed from the pt, they were able to open the jaws. Procedure completed with the new device. There was no consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.